Event description:
On (B)(6) 2011, the patient presented with an acute myocardial infarction and total thrombosis of a non-abbott stent placed on (B)(6) 2011 in the mid right coronary artery (rca). After thrombus aspiration was performed, a 3.5 x 15 and a 2.5 x 12 promus stent were placed in the mid and distal rca overlapping the previously deployed non-abbott stent. The stents were well apposed and the patient left the cath lab with good flow. On (B)(6) 2011, the patient experienced angina and an acute myocardial infarction (mi) and was brought back to the cath lab. The proximal rca was noted to be thrombosed. The whole length of the rca was ballooned and the posterior descending artery was open and the posterior lateral ventrical branch closed. A 3.5 x 15 mm vision stent was placed in the proximal rca. The procedure was ended. On (B)(6) 2011, the patient experienced angina and an acute mi and was brought back to the cath lab. Balloon angioplasty was performed on the proximal and mid rca and intervention was performed on the distal rca with the placement of a mini vision stent. A temporary pacemaker was inserted for treatment of bradycardia. Additionally, the patient was hypotensive. The patient suffered cardiac failure and expired. The physician commented that the vessel had occluded again. As the patient was in the hospital, compliance to the medication was monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unsure if the patient had an underlying medical condition that made her prone to thrombus formation. The cause of death was determined to be mi leading to cardiac failure. No additional information was provided. Stent: ion rx 39024-3235 mm, promus (2.5x12 mm). The 2.5 x 12 promus, the vision and the mini vision are being filed under separate medwatch MFR numbers. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported patient effects of angina, hypotension, arrhythmias including bradycardia, thrombosis, myocardial infarction (mi) and death, as listed in the promus instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.